Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was having issues with the sensors. Customer reported that the insulin pump alarmed lows at then goes to threshold suspend. Customer stated that sensor reading was 111 mg/dl and blood glucose was 245 mg/dl then customer came back from the pharmacy and sensor reading was 85 mg/dl and blood glucose was 50 mg/dl. Customer had orange juice to treat low blood glucose. Customer declined to do troubleshooting for sensor versus blood glucose reading. No further information provided.